Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
Same as MDR id2134265-2013-02210. It was reported that during a percutaneous coronary intervention, the stent was not well apposed and explanted. The lesion was 90% stenosed, over 42mm long, with a proximal inner diameter of 3.5mm and distal inner diameter of 2.25mm, was located in the moderately tortuous and moderately calcified proximal left circumflex artery (lcx) artery. Predilation of the target lesion was done using an unspecified balloon catheter. A 2.25mm x 28mm promus element plus stent delivery system was then selected and advanced to treat the target lesion and was inflated 3 times at 12 atms. A non-bsc stent was also selected and advanced to treat the target lesion and was inflated three times at 8 atm. It was noted that the non-bsc stent and the promus element plus stent were not well apposed. The overlapped area was not dilated well. An atlantis sr pro imaging catheter was then selected and advanced to the target lesion for intravascular ultrasound. No issue was noted on the first pullback. During the next manual pullback it was noted that the atlantis catheter got stuck to the distal edge of the non-bsc stent. The physician moved the imaging catheter forward; however, it was noted that the atlantis imaging catheter was unable to move. The atlantis imaging catheter was withdrawn. Upon removal, it was noted that non-bsc guide catheter was also removed together with the atlantis imaging catheter. It was also noted that approximately 20 cm from the tip of the imaging catheter remained inside the patient. It was also observed that the marker of the imaging catheter was at the middle of the proximal lcx. It was then noted that the patient's blood pressure decreased and was treated with medications resulting in a slight improvement. The physician was unable to re-wire the lcx. The patient was stabilized. Later that night the patient underwent surgery in a different hospital where they retrieved the non-bsc stent, the promus element plus stent and the detached imaging catheter component. A CABG was performed. No further complications were reported.